Event description:
It was reported that the display of the blood glucose monitor appeared to be burned. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.